Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that he fio2 (fraction of inspired oxygen) blending is not accurate on this ventilator. There was no patient involvement at the time of this incident.

Manufacturer narrative:
Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue. The blender was calibrated and the reported issue was not resolved. The gas delivered engine (gde) was replaced and the unit was working to service specifications. The gde was returned to carefusion for further evaluation. The gas delivered engine (gde) was returned to carefusion¿s factory service department. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to the blender not being calibrated properly.